Event description:
It was reported that over a six month period the right ventricular (rv) lead impedance increased from a 400 ohms range to an 1100 ohms range where the impedance has stabilized. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis revealed a resistance/impedance increase and the weekly pace lead impedance trend data shows an increase for max ventricular pace bi impedance equal to 494 to 950 ohms peak (B)(6) 2012.